Manufacturer narrative:
H10: the devices were not isolated or identified by serial number; therefore, they will not be returned for investigation. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
General report received of an unspecified number of undocumented incidents of patients receiving less medication than intended while using a syringe to deliver unspecified medications through the secondary port of plumsets. No specific programming parameters or event details were provided. There were no reported adverse patient effects and no medical interventions were required. Though requested, no additional information was provided.